Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated keypad was not working and received an alarm. The customer stated that she went in to pull her son form under water but device was raised and did not get wet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify failed battery test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip and shifted end cap sticker.